Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter noted that there was difficulty with the sutureless catheter connector which led to explant. Analysis revealed that the sutureless catheter connector also had coring-tears-cuts in the seal which met leak criteria. Analysis of the pump revealed no anomalies.

Event description:
It was reported the pump was at the elective replacement indicator (eri) and had to be replaced. There were no issues with the pump. During the procedure there was the inability to detach the pre-attached sutureless pump connector at the catheter port of the pump. Reportedly, only a small piece of the pump segment catheter, sutureless pump connector, was cut and a new sutureless pump connector 8578 was added. No diagnostic testing or troubleshoot was required. The product issue was reported as resolved but the cause was not determined. At the time of the event the patient's status was reported as alive-no injury and there were no patient symptoms or complications associated with this event. It was unknown what medication this device system delivered at the time of the event. Additional information has been requested. The product was returned and analysis revealed a device anomaly.